Event description:
Customer reports receiving a low reading. In blood glucose tests, customer received a reading of 129 mg/dl on their adc meter compared to a laboratory result of 280 mg/dl obtained within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation.